Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The reported malfunction of "discharge error" was not observed; however, "defib charging error" messages were observed and confirmed. Though the messages as stated by the customer were not observed, the messages that were observed were related to the customer's complaint. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient in cardiac arrest, the device displayed a "discharge error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.